Event description:
Applies to the following sealed, lead-acid batteries: unipower wp1223a; r&d batteries 5389; anybattery 5346-2; and other batteries that employ internal thermal breakers and can be used in defibrillators. Some batteries that can be used as 2nd-source parts for defibrillators have internal thermal breakers designed to protect the battery from overheating. The thermal breaker can cause the battery to appear dead after a number of defibrillator discharges, even when the actual battery capacity is fine. Some thermal breakers have trip points that vary widely, making the number of allowable discharges extremely variable among defibrillators.